Event description:
An impella cp was utilized in a 78-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient¿s past medical history was not provided. The patient was classified as scai stage e cardiogenic shock and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. Right femoral arterial access was obtained. Review of impella connect data identified several pump stop events with high motor current, without corresponding alarms triggered on the impella controller. The patient experienced the following, medical device removal and sepsis. Based on the available information, the reported events could have been related to the patient¿s underlying cardiogenic shock and overall critical clinical condition. The patient survived.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp was utilized in a 78-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). The patient¿s past medical history was not provided. The patient was classified as scai stage e cardiogenic shock and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. Right femoral arterial access was obtained. Review of available data identified several pump stop events with high motor current. Additional information received reported that the provider was able to restore pump function. Despite correct device position and adequate volume status, the pump operated at p2 support level. P2 represents a low-performance setting that provides minimal circulatory augmentation and may be utilized during clinical reassessment or in patients unable to tolerate higher levels of support. It was further reported that the patient developed severe septic shock. The patient experienced pump stop and sepsis. Given the patient¿s overall critical condition, discussions were held with the family and a decision was made to withdraw care. The impella device was explanted, and the patient expired approximately one hour following device removal. Based on the available information, the patient¿s death is clinically consistent with progression of severe septic shock and advanced critical illness. There is no information to suggest that device performance contributed to the patient¿s death. The death will be reported conservatively.

Manufacturer narrative:
B5 narrative has been updated. Section d9 was added. Section d catalog number was corrected. H1 serious injury was changed to death. H6 codes have been updated based on the narrative.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), b2 (date of death), d3 (manufacturer fax), d4 (primary UDI number), and d9. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. Temporary pump stop: since rt logs at the time of the temporary pump stops were not able to be reviewed and returned product was unable to be fully tested, the cause of the pump stop could not be determined. However, the findings of a biomaterial ingestion signature later in data logs and evidence of potential biomaterial on returned product cannot be disassociated from the report. False alarm: since insufficient data logs were available for investigation and returned product was unable to be tested due to being returned cut, the cause of the false alarm could not be determined however, the biomaterial ingestion signature and evidence of potential biomaterial on returned product cannot be disassociated from the report.